Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated and material deformation were confirmed. The reported failure to advance could not be tested as it was based on operational context. The reported difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported surgical procedure and removal of foreign body was due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: date of birth updated. A3: gender updated. D9 - device available for eval updated from 'no' to 'yes'. H3 - device returned to manufacturer? Updated from 'no' to 'yes'. H6 - method code 4115 (device discarded) was removed and replaced with code 10 (testing of actual/suspected device); conclusion codes 4307 (cause traced to component failure) and 50 (adverse event related to patient condition) were removed.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. There was no damage noted to the xience sierra device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, the xience sierra was attempted to cross but failed to cross the anatomy and likely causing the stent to become trapped in the anatomy resulting in the difficulties to remove and stent damages. Additional manipulation during retraction against resistance ultimately resulted in the stent dislodgement. Additionally, the treatment also appears to be related to the operational circumstances of the procedure as surgery was performed to remove the dislodged stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 4.0x38mm xience sierra was attempted to cross but failed due to anatomy. During removal the stent [snagged on the guide wire] and became compressed at the proximal end. Attempting to extract the device down the arm, the stent snagged again and dislodged in the radial artery. Surgery was performed to remove the stent. There was no adverse patient sequela reported and no additional information was provided.